Event description:
It was reported that this right ventricular (rv) lead showed a gradual increase in pacing impedance and in pacing threshold. Provocative maneuvers were performed without evidence of noise and high output stimulation was performed to reassess the pacing output without success. Technical services (ts) reviewed the device data and discussed the rv lead shows a gradual increase in pacing impedance and capture threshold since (B)(6) 2025 and the pacing impedance has increased from 350 to 1330 ohms, which is high out of range. Ts also discussed the situation could be caused by the presence of fibrosis/calcification and further troubleshooting suggestions were provided. The rv lead remains in service. No adverse patient effects were reported.